Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic cholecystectomy, the closed clip was broken. A new clip was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during the pmv testing. However, the instrument was received with the handle partially actuated with a fully formed clip clamped in the jaws. The ratchet mechanism was still engaged on the forward stroke indicating that the handle cycle was never fully completed. The handle was fully actuated, allowing for release of the jaws and return of the handle to the neutral position. Functional testing found the instrument to cycle without binding. The fifteen remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. In addition; when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Please be sure to complete the full handle compression during actuation of the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the handle compression not being completed may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.